Manufacturer narrative:
Analysis of the pump revealed no anomalies. Analysis of the catheter ((B)(4)) revealed no significant anomalies and the catheter passed all acceptable testing. It was incomplete and returned in segments. Analysis of another catheter segment ((B)(4)) revealed a tear in the seal near the guide ring of the sutureless connector.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced intermittent relief of spasticity, noted as less than 50% therapy relief. The patient would sometimes get excellent relief and other times very little. Routine troubleshooting was performed, including dye studies and rotor studies, but the results were not available. It was noted that there was concern that the patient had a catheter or pump issue that was not showing up through normal explanations; therefore, the catheter was replaced and the pump was also replaced ¿just in case¿. It was noted that the health care provider (hcp) was concerned that the catheter was not functioning properly. The patient status was reported as alive no injury. The pump was being used to deliver baclofen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8578, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type accessory product ID 8709sc, serial# (B)(4), implanted: 2007 (B)(4), explanted: 2014 (B)(6); product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.